Event description:
It was reported that the pt was diagnosed with a stage 3 cystocele, uterine prolapse, and stress urinary incontinence. As a result, she underwent an anterior pelvic floor repair and a sling procedure. During the surgery, the pt experienced venous bleeding. The estimated blood loss was 500 mls that occurred during the vaginal dissection on the right side near the bladder neck. Vaginal packing was used to stop the bleeding. The next day, the pt was transfused with 2 units of packed red blood cells. She remained in the hosp for 3 days post op and was then discharged. In 2005 the pt returned to the physician with profuse vaginal bleeding. Her hct at the time was 21%. As a result, she was hospitalized and rec'd two units of packed red blood cells. She also required vaginal packing and embolization of the right hypogastric artery, and was discharged two days later. The pt has recovered and is well.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time.